Event description:
It has been reported to philips that the system stopped moving in the middle of a case. The customer tried to reboot the system; however, the system did not boot back up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected system was in clinical use. The non-emergency treatment was delayed, and the procedure was completed by moving patient to another hospital. A philips field service engineer (fse) inspected the system onsite and found that the network switch had no power. Upon troubleshooting, the fse identified that the low voltage power supply in the m-cabinet had no output. The fse replaced the low voltage power supply. After the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.